Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The device was verified as performing to specification. Additionally, handpiece had a cable damage that required repair. This failure is not considered to have caused or contributed to the complaint incident based on the service history review. Essential service and repair was completed satisfactory. The device history record documentation as well as service history were reviewed and no anomalies that could be associated with the complaint incident were observed. The complaint evaluation was unable to conclusively verify the complaint as valid. Therefore, an investigation for cause was unable to be performed.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A quality coordinator reported on behalf of the customer that on (B)(6) 2019, a c2602 excel 36khz straight handpiece was overheating. The surgeon put handpiece on surgical drapes and a small hole was burnt through the drape. No patient injury or adverse outcome. There was a ten (10) minutes delay in surgery due to product problem. Additional information received on (B)(6) 2019 and (B)(6) 2019 indicated that there was no adverse consequences to the patient due to delay. No smoke was mentioned. The handpiece and consumables were all replaced as soon as the burn was noticed.